Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, cellulitis, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude a permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot 100114341 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a us registered nurse and concerns an (B)(6) year-old female patient who was injected with 1.5cc of radiesse(+) for chin indication on (B)(6) 2019. Patient's medical history positive for radiesse injections to the chin every three months since (B)(6) 2018. Concomitant medications reported as none. The patient was okay during injection but complained of pain following injection. The patient attributed this to the procedure. Two days after treatment with radiesse(+), on (B)(6) 2019, the patient presented to the registered nurse with swelling and redness in the injected area. A photo was sent to the medical director, who ordered keflex (cephalexin) 500mg, bactrim ds (sulfamethoxazole / trimethoprim) twice daily for 10 days, mupirocin 2% twice daily, hylenex (hyaluronidase) and hot compresses. The registered nurse injected hylenex (hyaluronidase) but the patient did not improve. The redness began to travel down the patient's neck while the patient was in the office. On the advice of the registered nurse, the patient presented to the emergency room and was admitted to the hospital with an infection, clarified as cellulitis, and treated with antibiotics. She was "tested" for a vascular occlusion and this was negative. The patient remained hospitalized for three days. Outcome reported as improving. Lot number reported as 100114341 (corresponds to radiesse(+). In the opinion of the nurse practitioner, the events were probably related to radiesse(+).